Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer booted to errors and therefore the hard drive was reimaged and the software reloaded. Concomitant products: product ID 2067, radiofrequency programmer head; product ID 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer had a "serious programmer problem" and generated multiple errors. It was determined through follow-up that the errors occurred upon boot-up and that the programmer had to be changed out. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.